Manufacturer narrative:
On (B)(6) 2019, the ast reagent calibration failed multiple times. The reagent pack was exchanged. The investigation determined the issue was resolved after the reagent pack was exchanged. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with astl aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The first sample initially resulted with an ast value of 21 u/l. The sample was repeated, resulting as 148 u/l. The sample was repeated twice on (B)(6) 2019, resulting with values of 34 u/l accompanied by a data flag and 34 u/l. The second sample initially resulted with an ast value of 131 u/l on (B)(6) 2019. The sample was repeated on (B)(6) 2019, resulting with a value of 23 u/l. The c 501 analyzer serial number is (B)(4).